Event description:
Device malfunction: tip coils and tip solder ball detached. Time of malfunction: during device preparation. Symptoms/ae: na. It was reported that during device preparation the physician noticed that the tip of the device was slightly stretched. There was no patient involvement. During device evaluation on 02/05/2008, it was found that the tip coils and tip solder ball were detached at the distal end of the shaping ribbon. No additional information was available.

Manufacturer narrative:
The device was received with stretched tip coils, which were detached from the shaping ribbon. Additionally, the solder tip ball was detached from the tip coils and was not returned. It is unknown; if the solder tip ball detachment occurred during return shipping of the device due to the device being returned uncoiled. No manufacturing issue was detected. There was no reported patient involvement. The stretched coils can be attributed to handling during device preparation, but a conclusive root cause could not be determined. Review of the device lot history record did not produce any findings relevant to this report.